Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint was cause not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1, initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had the patient information, scope information, and anything displayed on the image disappeared. The issue occurred during sedation of a diagnostic procedure, which was completed with the same device. There were no reports of patient harm.